Event description:
Patient presented to dr. Wantiing surgery on left knee. Dr. Noticed effusion in previously operated right knee. X-rays showed narrowing of patella femoral joint and medial joint line. Also lytic lesions noted on lateral view distal femur and restoration of lateral femoral joint and synovium with exposed bone were heavly stained with metal staining. Patella poly had failed and tibial tray medially (poly) was worn through. Complete synovectomy was done. Patella implant replaced and tibial tray was replaced. Bone cysts due to poly induced osteolysis were bone grafted in both lateral distal femur and lateral proximal tibia.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.